Manufacturer narrative:
Manufacturer's report date: 02/04/2011. (B)(4). Set was discarded at the hospital. No investigation could be performed.

Event description:
The IV tubing (model number unknown) was found leaking from the silicone tubing right below the upper fitment. This was during an infusion of pressors. The set was discarded at the hospital. No patient harm reported. Although requested, no additional information was available.